Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. Left sided deflation was observed on (B)(6) 2018. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) for the lot number 7406716 was reviewed on 7/6/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/20/2018. The final fill volume of the impacted product was 580ccs. When the device was explanted, bilateral prosthesis replacement with mentor smooth round high profile 500cc saline prostheses was also performed. The investigation of the returned product was completed by the failure analysis lab on 8/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. Left sided deflation was observed on (B)(6) 2018. The device contained no fluid upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed that the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failure modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).